Event description:
The customer contacted siemens and reported that nine falsely elevated factor viii results were obtained on a sysmex cs-5100 system using pathromtin sl reagent in combination with factor viii deficient plasma. The laboratory questioned the initial results after a quality control (qc) failure was observed on the day of the event. The samples were repeated for factor viii and recovered lower. The lower results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated factor viii results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The factor viii reagent was prepared and calibrated on the evening of 09-mar-2025. Calibration and quality controls (qc) both passed. However, in the next run of the qc on 10-mar-2025, the qc failed. After replacing the primary reagent, the qc were processed again and passed. The system was up to date with all maintenance and did not present any errors. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00014 on 11-apr-2025. Additional information (15-apr-2025): no software, assay or analyzer issue was identified. The issue was resolved after replacement of the primary reagent. A reagent handling issue such as improper mixing of reagent cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information.